Manufacturer narrative:
Investigation: visual inspection, the valves were connected the opposite way around. Results: based on our investigation results, we have determined that there was failure in the configuration of the m.blue plus. A credit note will be created. Additional actions will be implemented in form of a CAPA. A recall of all product from the batch was generated.

Event description:
It was reported that a m.blue plus (part # fx804t) showed a deviation. According to the complainant, the m.blue plus was connected in the opposite way around. The complaint device has not yet been returned to the manufacturer for evaluation. No patient involvement. The complainant device was returned to the manufacturer for evaluation.